Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Visual inspection confirmed there was 1 piece of debris embedded in the plastic sheath of 1 of the tips and 2 loose pieces of debris found in the packages of the 2 other tips. All tips were sealed in package. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported by the distributorship that the products were found to be nonconforming during incoming inspection. There was hairlike/foreign substance in sterile packaging. Due diligence is complete. No additional information is available.